Manufacturer narrative:
(B)(4). Concomitant medical products: 110017108, g7 finned 4 hole shell 62h, 6406182. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that implant shaft has broke off upon impaction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the threads of the inner rod to be fractured. The fractured portion of the threads remains assembled with the returned shell. Impact marks were observed on the strike plate that are consistent with a multiple use instrument. Scratching and wear marks were found on the shaft of the inserter and inner rod. The hardness of the device was conforming to print specifications. Sem analysis determined the fracture was due to bending overload failure with varying amounts of inserter threads engaged in the shell at the time of fracture. It is unknown how many times the device was used. The device was manufactured in jan 2018 with an approximate field service age of 1 year and 4 months. It is unknown how many times the device was used. DHR was reviewed and no discrepancies were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.